Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the shunt did not appear to be operating properly in the pt. Surgeon performed a revision and was able to confirm ventricular and peritoneal catheter csf flow. He felt something was wrong with the valve itself. The valve was explanted and a new valve was implanted in the pt.